Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had to install into new refrigerator. A field service engineer noticed that refrigerator was locked and obtained key from customer, installed temperature probe, broke off breakaway nuts to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system, the remote manager device needed a move into new refrigerator. The customer reported that this smart remote manager prevented the user from dispensing medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.